Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one week post implant,the patient presented with extracardiac muscle stimulation and loss of capture was observed on the right ventricular (rv) lead. It was found that the lead had perforated the ventricle. High thresholds were also observed on the right atrial (ra) lead. The rv lead was explanted and replaced, the ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.